Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part # 03.037.028, lot # 9298605, release to warehouse date: january 23, 2015, manufacturer: hagendorf, no ncr's were generated during production. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent a surgical procedure for unknown reason. During the case while locking set screw in the tfna the screwdriver broke away from the handle at the interlocking flexible section of the screwdriver shaft. The screwdriver was stuck inside the insertion handle due to the patient being extremely obese and was delayed while trying to unstick the screwdriver from the insertion handle 2 min. 2 additional x rays were taken to ensure there were no fragments retained. Procedure was completed successfully. Concomitant device reported: unknown locking set screw (part# unknown; lot# unknown; quantity: 1), unknown tfna nail (part# unknown' lot# unknown; quantity: 1), unk- nail head elem: tfna helical blade (part# unknown' lot# unknown; quantity: 1). This report is for one (1) 5mm hex flexible screwdriver. This is report 1 of 1 for complaint (B)(4).